Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
The catheter showed a leak at the catheter-funnel joint. The catheter was placed for urine drainage, not post op. Lubricant used: instillagel. The leak was observed a few hours after insertion. No patient injury occurred; no tensile force was applied.

Manufacturer narrative:
Qn #(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted and no leak product was found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
The catheter showed a leak at the catheter-funnel joint. The catheter was placed for urine drainage, not post op. Lubricant used: instillagel. The leak was observed a few hours after insertion. No patient injury occurred; no tensile force was applied.